Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reas1928 showed six other similar product complaint(s) from this lot number. The complaints for this lot number (reas1928 ) have been reported from the same facility.

Event description:
It was reported by the nurse to the sales representative that a 5 fr triple lumen PICC had become malpositioned after confirmed appropriate placement of the lines. On 9/12/2016 - facility reports this is a (B)(6) female patient who is chronically ill and "mostly" bedridden for 8 months following mva (motor vehicle accident), uti (urinary tract infection), and sepsis. The PICC was placed on (B)(6) 2016 in the right basilica and confirmed with sr6. On (B)(6) 2016, the nurse was unable to get a blood return and an x-ray showed the PICC tip in the right ij. The staff was unable to flush the PICC downward. There was "no need for central access" so the PICC was converted to a midline. The midline was patent until (B)(6) 2016 when the patient was discharged. There was no patient harm. Facility reports there were no contributing factors.